Event description:
It was reported that the patient had the artificial urinary sphincter explanted for unspecified reasons. No patient issue was reported. Boston scientific has been unable to obtain additional information regarding the circumstances.